Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h10. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states: it was reported that the package was opened on field and the inner package was not sealed. It looked like it had already been opened before it was sterilized. No patient involvement. No surgical delay. Event did not occur during surgery. No patient involvement. Review of returned product confirms that the sterile barrier is compromised as the inner pouch is ripped, however it cannot be confirmed that this occurred before sterilisation. Visual inspection of the pouch confirms that although the pouch seals have not been breached, the sterile barrier has been compromised as the wall of the pouch has been damaged. The packaging shows heavy scratches around the area of the damage (ripped pouch wall) which can be attributed to wear and tear likely due to movement during transport or/and storage since its release in 2013 (approximately 8 years ago). Dimensional check not conducted as dimensional issues do not relate to the reported event. No assembly checks carried out as the complaint relates to packaging which is not a part of an assembly. A review of the raw material certificates was not carried out as the mhr does not specify the material cert reference. A review of the manufacturing history record (mhr 2929222) shows that there were no recorded non-conformances during the production of the instrument and the certificate of conformance confirms that the device was processed and verified in line with the specification and quality characteristics as defined by zimmer biomet. The root cause cannot be confirmed with the available information however, the likely root cause of the reported event is damage caused by movement of device within the pouch during transportation and storage. The product has been in the field for approximately 8 years and 6 months. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. A review of the hhed/CAPA database did not show any CAPA or hhed associated to this item and complaint category. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the package was opened on field and the inner package was not sealed. It looked like it had already been opened before it was sterilized. No patient involvement. No surgical delay.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states, it was reported that the package was opened on field and the inner package was not sealed. It looked like it had already been opened before it was sterilized. No patient involvement. No surgical delay. Event did not occur during surgery. No patient involvement. Review of returned product confirms that the sterile barrier is compromised as the inner pouch is ripped, however it cannot be confirmed that this occurred before sterilisation. Visual inspection of the pouch confirms that although the pouch seals have not been breached, the sterile barrier has been compromised as the wall of the pouch has been damaged. The packaging shows heavy scratches around the area of the damage (ripped pouch wall) which can be attributed to wear and tear likely due to movement during transport or/and storage since its release in 2013 (approximately 8 years ago). Dimensional check not required as any dimensional non-conformance would impact the complaint. No assembly checks carried out as the complaint relates to packaging which is not a part of an assembly. A review of the raw material certificates was not carried out as the mhr does not specify the material cert reference, however the pouches states that a certificate of conformity shall be supplied with each lot delivered stating compliance with biomet specifications. A review of the manufacturing history record shows that there were no recorded non-conformances during the production of the instrument and the certificate of conformance confirms that the device was processed and verified in line with the specification and quality characteristics as defined by zimmer biomet. The root cause cannot be confirmed with the available information however, the likely root cause of the reported event is damage caused by movement of device within the pouch during transportation and storage. The product has been in the field for approximately 8 years and 6 months. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. A review of the complaint database shows that the part is captured within the scope of (B)(4), which was initiated after the manufacture of the product in the reported event. The purpose of the CAPA is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this CAPA, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. No further corrective action required at this time. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low.

Event description:
It was reported that the package was opened on field and the inner package was not sealed. It looked like it had already been opened before it was sterilized. No patient involvement. No surgical delay.

Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the package was opened on field and the inner package was not sealed. It looked like it had already been opened before it was sterilized. No patient involvement. No surgical delay.